Manufacturer narrative:
Investigation was completed and the device passed the electrical specifications and the simulated cautery test. The reported complaint is not confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the bisector would not cauterize. Troubleshooting consisted of changing the: cord, bovie and foot pedal with similar results. A replacement device was used and initially that did not cauterize, but eventually, it did cauterize and the procedure was successfully completed. No pt complications were reported by the hospital.